Event description:
The notes from surgery on (B)(6) 2017 indicate that impedance values >6000 and >10000 were observed on the patient's device. One of the electrodes may have broken from the lead, but the rest of the lead was explanted. No additional or relevant information has been received to date.

Event description:
It was reported that the patient had a full revision. The patient attends physical therapy and a couple months ago the patient's shoulders and back were stretched during an appointment. The patient visited his physician the next day and a high impedance warning was seen. During the surgery, the surgeon tested a new generator with the existing leads and high impedance was still seen. The surgeon then decided to perform a lead revision surgery. The new generator was tested with the new leads and showed an impedance within normal range. The explanted generator and lead were disposed of by the hospital. No additional relevant information has been received to date.